Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-01705 addresses the alliance inflation syringe, while manufacturer report # 3005099803-2011-01706 addresses the cre balloon. It was reported to boston scientific corporation on (B)(6), 2011 that an alliance inflation syringe and a cre balloon dilatation catheter were used during an esophagogastroduodenoscopy (egd) procedure performed in (B)(6) (procedure date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, inflation was attempted however the balloon would only inflate half way. Deflation was then attempted, but was unsuccessful. Subsequently, inflation was attempted again and the balloon was able to inflate to the proper pressure; the exact pressure to which the balloon inflated is unknown. Dilatation was completed with this device; however, after dilatation the balloon would not deflate. The balloon was successfully removed from the patient anatomy and withdrawn into the endoscope. The device and the scope were removed from the patient together. When outside the patient, the balloon was able to be deflated using the same syringe. The device was then removed from the scope without cutting the catheter. The account confirmed that no visible issues were noted the cre balloon dilatation catheter or alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned incident device revealed no defects. Functional testing was performed. The returned complaint cre balloon and alliance syringe (manufacturer report # 3005099803-2011-01705) were attached and the balloon was inflated successfully to 15mm, 16.5mm, and 18mm at the corresponding inflation pressures of 3 atm, 4.5 atm and 7 atm. The balloon was then completely deflated with the complaint syringe; all the water was successfully removed. No issues were noted during functional testing. The balloon was found to be within specification. Based on the condition of the returned incident device, the complaint that difficulty was experienced during inflation and deflation of the balloon was not confirmed. However, inflation and deflation issues can occur due to anatomical or procedural factors; therefore, the most probable root cause for this complaint is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
Note: this report pertains to one of two complaint devices used in the same procedure. Manufacturer report # 3005099803-2011-01705 addresses the alliance inflation syringe, while manufacturer report # 3005099803-2011-01706 addresses the cre balloon. It was reported to boston scientific corporation on (B)(6), 2011 that an alliance inflation syringe and a cre balloon dilatation catheter were used during an esophagogastroduodenoscopy (egd) procedure performed in april (procedure date, and patient age, gender, and weight are unknown). According to the complainant, during the procedure, inflation was attempted however the balloon would only inflate half way. Deflation was then attempted, but was unsuccessful. Subsequently, inflation was attempted again and the balloon was able to inflate to the proper pressure; the exact pressure to which the balloon inflated is unknown. Dilatation was completed with this device; however, after dilatation the balloon would not deflate. The balloon was successfully removed from the patient anatomy and withdrawn into the endoscope. The device and the scope were removed from the patient together. When outside the patient, the balloon was able to be deflated using the same syringe. The device was then removed from the scope without cutting the catheter. The account confirmed that no visible issues were noted the cre balloon dilatation catheter or alliance inflation syringe. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. It was reported the patient was over 18 years old. The exact event date is unknown. It was reported the event occurred in (B)(6). Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.